Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the completed analysis of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the external pulse generator was possibly faulty; possibly causing two episodes of pacer spike hitting on top of a t wave and throwing the patient into a lethal arrhythmia (human error vs equipment error is in question). It was noted that the patient did recover from the event. The external pulse generator was returned for bench test calibration. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis was unable to confirm the customer comment of possible faulty device causing two episodes of a pacer spike hitting on top of the t-wave, however the main printed circuit board was replaced as a preventive measure. The display wire was pinched however the wire insulation was not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was recalibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.